Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed a cracked valve seat diaphragm valve and observed an opening assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Patient reported right side deflation. Healthcare professional later reported and "clamp pulling out" as damage caused by explant surgery. Device has been explanted and replaced.

Event description:
Patient reported, right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.